Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer did not report any symptoms but self-treated with sugar. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.